Manufacturer narrative:
On july 9, 2021, the mentor failure analysis lab received two devices for evaluation. It cannot be determined which device is the suspect medical device for the reported deflation. Since the two received products have the same lot number, and both devices were found damaged per analysis findings, both findings are being reported. On july 13, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 300cc breast implant was found to have a tear on the anterior view, measuring approximately 4.0 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Left side results are being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant has been updated from on (B)(6) 2015 under field d6a as per manufacturing record evaluation (mre) completion, device manufacture date is april 13, 2015. Supplemental report will be submitted if additional information is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with a 300cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on the right side, and with catalog number 3503501bc; serial number (B)(4) on the left side on (B)(6) 2021.